Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl. Customer reported they experienced high blood glucose last sunday and contacted to her health care practitioner and was told to use the old insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using back up plan and using old insulin pump instructed by her health care practitioner. Customer stated self test was completed. The insulin pump will not be returned for analysis.